Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell and a patient allegedly received incorrect dosages as a result. No additional details regarding the event have been provided. The manufacturer's investigation is ongoing. If additional information is received a follow-up report may be submitted.